Event description:
It is unknown if buttressing material was used. The stapler is not being returned. The suture line had to be re-sewn.

Event description:
The patient returned to surgery due to the staple line not holding. The patient is doing well at this time. No additional information is available regarding the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.